Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was not completed because the device serial number was not provided. Because the device was not returned to mmd, no investigation could be performed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that their "tpn was not going through pump". They stated that they were attempting to infuse their tpn, but that it was not moving in the tubing. They stated that there were no alarms or error codes when this occurred. Mmd did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. No other information was provided. (B)(4).